Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. Two watchman laa closure device and delivery systems were used and lastly, a 33 mm watchman laa closure device was successfully implanted. About four hours post procedure, the patient experienced shortness of breath and ill-feeling. An echocardiogram revealed a large pericardial effusion. A pericardiocentesis was performed and protamine was given. The patient's activated clotting time was in the 400 range, but after the pericardiocentesis, the patient did fine. The patient was discharged from the hospital three days post procedure.